Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected with multiple batteries from different packs. No damages to the battery compartment or cap were noted. No moisture/corrosion was observed in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings:battery related alarms were observed in the device's black box on (B)(4) 2015. The battery cap and compartment threads were damaged. The pump's current draws were within specifications. There was evidence of moisture contamination inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.